Manufacturer narrative:
A device history record (DHR) review was performed on the lot and no issues or discrepancies was found. No manufacturing or similar complaints were found in this lot. The returned catheter measured 168.5 cm and was received with approximately 2.4 cm of the distal tip assembly missing. The complaint sample was sent to an outside vendor for oxidation analysis and the result revealed high levels of oxidation at the surface of the tip fracture and throughout the tested sample. Image characterization testing was performed and no image appeared in the system due to electrical open at distal; the cause of which is undeterminable but unrelated to the tip break. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. A review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature; a root cause of design was assigned.

Event description:
A percutaneous coronary intervention (pci) was performed in a chronic total occluded (cto) right coronary artery (rca) proximal. A coronary intravascular ultrasound catheter (ivus) was prepped with no problems with the intention to image the lesion; however, due to the vessel being 100% occluded, the catheter was unable to advance across the lesion. Instead, the ivus was utilized as a "support" for the 20-30 minutes, it took to allow the guidewire to cross the target lesion. Ivus was then relocated into the side branch rca sinusoid artery (sn) so the physician could assess vessel size for the anticipated stent placement in the rca proximal. The physician reported that there was no resistance during withdrawal of the catheter; however, he noticed under fluoroscopy that the distal tip of the ivus (approximately 1.5 cm) had detached from the catheter. The physician was unable to retrieve the tip with a snare; therefore, the catheter tip remains in the rca sn. The patient's condition following the procedure was reported as "stable". The manufacturer has performed follow up and reported all information that can be provided.

Event description:
A percutaneous coronary intervention (pci) was performed in a chronic total occluded (cto) right coronary artery (rca) proximal. A coronary intravascular ultrasound catheter (ivus) was prepped with no problems with the intention to image the lesion; however due to the vessel being 100% occluded, the catheter was unable to advance across the lesion. Instead, the ivus was utilized as a 'support' for the 20-30 minutes it took to allow the guidewire to cross the target lesion. Ivus was then relocated into the side branch rca sinusoid artery (sn) so the physician could assess vessel size for the anticipated stent placement in the rca proximal. The physician reported that there was no resistance during withdrawal of the catheter; however, he noticed under fluoroscopy that the distal tip of the ivus (approximately 1.5 cm) had detached from the catheter. The physician was unable to retrieve the tip with a snare; therefore, the catheter tip remains in the rca sn. The patient's condition following the procedure was reported as 'stable'. The manufacturer has performed follow up and reported all information that can be provided.